Event description:
After treatment with juvederm in the glabella lines, the patient presented with swelling, blanching, redness and pain at the injection site. An injection of hyaluronidase was used to take down the product. The physician's contact information was not provided, and follow up has not been possible at this time. Blanching could potentially lead to necrosis which could possibly lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.